Event description:
It was reported to boston scientific corporation that an rx cytology brush wire guided was used during a procedure that was performed on (B)(6) 2019. According to the complainant, during the procedure, the brush detached from the housing. The procedure was then completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. An initial photo of the complaint device received on may 07, 2019 showed that the brush is not detached/separated, however the distal section is bent/kinked.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Device codes have been updated based on corrected information received on may 07, 2019.

Manufacturer narrative:
(B)(4). Analysis of the returned device revealed that the device did not have any broken/detached section. However, the distal section of the brush (bristled section) was kinked. No other issues were noted. It is most likely that the procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kinking the distal section. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, however there is no control for how the devices are handled/manipulated in the field. During manufacturing, the devices are inspected to confirm cable is not bent. Based on the information available and the analysis performed, the most probable root cause classification is adverse event related to procedure. A review of the device history review (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an rx cytology brush wireguided was used during a procedure that was performed on (B)(6) 2019. According to the complainant, during the procedure, the brush detached from the housing. The procedure was then completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. An initial photo of the complaint device received on may 07, 2019 showed that the brush is not detached/separated, however the distal section is bent/kinked.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush wireguided was used during a procedure that was performed on (B)(6) 2019. According to the complainant, during the procedure, the brush detached from the housing. The procedure was then completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.